Manufacturer narrative:
Continued h.6 health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on anterior side assessed as surgical damage and a delamination partial of valve assessed as an adhesive failure. Additional observations: wear abrasion observed. Creases were observed. White particles inner the surface of the shell.

Event description:
Physician reported right side deflation. Device has been explanted and replaced.